Manufacturer narrative:
Upon further investigation it was confirmed that complaint (B)(4) (initial MDR submitted 14may2024, FDA ref (B)(4)) is a duplicate of (B)(4) (initial MDR submitted 03may2024, FDA ref (B)(4)). Therefore the MDR for this complaint (B)(4) / FDA ref (B)(4) will be cancelled.

Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation. According to the complainant the device will not be returned for investigation.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery is swollen and the pdm will not turn on.